Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi display and e-5 blood glucose test results accompanied by symptoms. Niece is calling on behalf of the customer. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of excessive thirst, tired and agitation. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2019, and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer states she usually runs high and states her doctor stated her insulin is not regulated for her diabetes. Customer states she is trying to get her glucose under control. Customer began using our meter on (B)(6) 2018, and has seen the hi display, but now see the e-5 all the time. Customer states she does not want a replacement that she will take her insulin and lie down. Customer does not want to continue the call because she agitated and feeling tired.